Event description:
Caller reported that pump battery was depleting too quickly. There was no reported impact to the customer¿s blood glucose level. Customer had already uninstalled and reinstalled the app in an attempt to resolve the issue. Additional information was not provided. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.